Event description:
Per sales rep, "surgical procedure was superpath on (B)(6) female with oa. Superpath drill pin was used to prepare for one 25mm screw through very hard bone. After difficult drill penetration the drill finally drilled pilot hole and went through cortex and screw was placed with good purchase. Procedure was completed and patient was closed without incident. When patient was rolled on to back and put on gurney , blood pressure dropped significantly. After some time by staff to infuse and attempt to stabilize, patient was moved to cath lab for cv surgeon to look for bleeder. Too sick to open abdomen to explore. Patient expired from significant blood loss after multiple attempts and multiple units of blood products infused. An apparent bleed from iliac vein that did not present a problem during surgical procedure."

Manufacturer narrative:
This is the same event as 3010536692-2014-01435, 01436, 01437, 01439, 01440, 01441, 01442, 01443.